Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Update: a relative of the patient provided the following information in response to our request for the return of the device and for additional information regarding the initially reported complaint: at the time of the reported event, the device beeped, and the device stopped operating. The patient has to sometimes restart the device, and "the pressure sometimes drops". The patient heard the device alarm while preparing the device before sleeping. The same night the this occurred, the patient awoke from sleeping due to the device pressure lowering. The patient restarted the device to correct the pressure. There was no patient harm or injury. There was no out of box failure. The patient performed a diagnostics check on the device and the report stated the device was functioning properly. The patient observed particles on the tubing which the patient thought was only dust. The patient periodically replaces the tube and accessories. The device was purchased in 2019, and is still being used by the patient. The device is available for return. The patient did not consult with a doctor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Updated: section h: (device) problem code grid updated.